Event description:
It was reported that customer experienced cgm error related to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, and performed pump reset with assistance, after which pump no longer displayed cgm error.